Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and did not identify any abnormalities. The system powered on and initialized without errors. All calibrations were completed successfully, and the output power readings were within specifications. The instrument was power cycled multiple times with no recurrence of the reported anomaly, and the unit was confirmed to meet all specifications. The reported event could not be replicated; therefore, the event was not confirmed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of emergency button failure to operate was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that the unit would not shut down. After the case was completed, the laser continued firing on its own. The emergency stop button and the key switch did not respond, and the laser had to be unplugged from the outlet to stop the emission. No patient was present at the time of the incident.

Event description:
It was reported that the unit would not shut down. After the case was completed, the laser continued firing on its own. The emergency stop button and the key switch did not respond, and the laser had to be unplugged from the outlet to stop the emission. No patient was present at the time of the incident.